Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as medio (B)(6) 2011). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip-deployed with all external and internal components in appropriate post clip-deployment position. The delivery tubeset was normally aligned but one garage leaf and one pusher finger were bent, suggesting there was difficulty while advancing the thumb advancer and splitting the sheath. However, this was not reported. Inspection of the returned device revealed no abnormal observations that could prevent the clip from being fully delivered to the arterial surface to close the vessel as the locator wings were fully collapsed and the sheath was fully slit without damage. The patients movement during the procedure could be a contributing factor; however, this could not be confirmed. Based on the investigation findings, the probable root cause for a bent garage leaf and pusher finger is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves and pusher fingers to bend. However, the thumb advancer stroke and sheath splitting were complete and the clip was successfully fired off the device. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with similar reported experience. No manufacturing or quality deficiency was detected. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an iliac angioplasty and kissing stent procedure with retrograde puncture. Reportedly, after the starclose device was deployed without difficulty, hemostasis was not achieved. A femoral angiogram was taken which showed heavy bleeding. A stent graft was implanted and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.